Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was poor communication. Patient stated she got her implant to charge. Patient tried to charge her implant yesterday and saw the reposition antenna screen. Patient stated the implant had been dead for 6 months. Patient stated she had surgery on her neck and the surgery fixed the issue so she did not need to use the device so she did not charge it. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the desktop charger (dtc) power cord did not plug in arrow to arrow. A bad connector pin was reported. The patient stated the ins had been dead since (B)(6) 2018 and the ins recharger (insr) would not take a charge since 2 weeks prior to the report. The patient also stated they have had headaches since the ins had been dead. No further patient complications were reported as a result of this event.